Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) system stored three non-sustained ventricular tachycardia (nsvt) episodes containing oversensed noise. It was noted that the pace/sense portion of the right ventricular (rv) defibrillation lead was surgically abandoned and an additional lead was implanted for left bundle branch area pacing (lbbap). There was no evidence of pacing inhibition or asystole. The observed noise was transient and may have been air entrapment, but technical services (ts) noted that the reviewed strips were not indicative of the typical presentation. It was noted that the field representative also called to discuss deflections observed on the right and left ventricular channels after the cardiac resynchronization therapy (crt) pacing complexes, however ts explained that the observed signals were only t-waves. This lbbap lead remains in service. No adverse patient effects were reported.